Event description:
It was reported that a male patient underwent a catheterization procedure on (B)(6) 2014. Following the procedure, the physician selected a mynx ace 6f/7f vascular closure device to close the access site. It was reported that the patient had initial bleeding, which was treated with additional manual pressure. The total duration of the manual compression held was 9 minutes. A dressing was applied as well as a (B)(6) sand bag. The patient was discharged the same day ((B)(6) 2014). According to the deployer, the patient presented to the ER on (B)(6) 2014 with an rp bleed. The deployer also mentioned side branch involvement. The patient was admitted and 4 units of blood were given.

Manufacturer narrative:
Model # is being corrected from mx740 to mx6740.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.